Event description:
A caller reported a malfunction on the pump, specifically noted as malfunction code 12, which was not attributed to any preceding notable events. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the malfunction code reappeared, which the caller acknowledged and understood.